Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 3 FUNCTIONAL MITRAL REGURGITATION (MR) AND THIN LEAFLET FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, MITRACLIP WAS IMPLANTED. THE FINAL MR WAS GRADE <1. THERE WERE NO ADVERSE PATIENT EFFECTS OR CLINICALLY SIGNIFICANT DELAYS REPORTED. (B)(6) 2026, PATIENT RETURNED WITH DYSPNEA AND IT WAS DETERMINED THAT THERE WAS A SINGLE LEAFLET DEVICE ATTACHMENT (SLDA) AND THE CLIP WAS NO LONGER ATTACHED TO THE POSTERIOR LEAFLET. MR WAS GRADE 4 AFTER SLDA. TWO MITRACLIPS WERE IMPLANTED TO STABILIZE THE SLDA.

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (MR) and thin leaflet for a Mitraclip procedure. During the procedure, mitraclip was implanted. The final MR was grade <1. There were no adverse patient effects or clinically significant delays reported. (b)(6) 2026, patient returned with dyspnea and it was determined that there was a single leaflet device attachment (SLDA) and the clip was no longer attached to the posterior leaflet. MR was grade 4 after SLDA. Two mitraclips were implanted to stabilize the SLDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot.Based on the available information, the reported incomplete coaptation appears to be related to patient anatomy/pathology, as reported by the physician. The reported MR appears to be a cascading effect of the reported SLDA. The reported dyspnea appears to be a cascading effect of the reported MR. Additionally, the reported patient effects of MR and dyspnea are listed in the MitraClip System Instructions for Use and are known possible complications associated with MitraClip procedures.The reported hospitalization/prolonged hospitalization and unexpected medical intervention were the result of case-specific circumstances.There is no indication of a product quality issue with respect to manufacture, design, or labeling.